Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 126 mg/dl. The device will be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no up arrow button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.